Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 220 units of insulin. The customer's blood glucose level was 136 mg/dl. The customer stated a new cartridge would be loaded upon returning home. During a follow-up call on (B)(6) 2016, it was confirmed that after delivering some insulin, the customer received an accurate fill estimate.